Manufacturer narrative:
The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The returned device was visually examined for any abnormalities and the following was observed: the crimped valve within sheath. One (1) strut protruding through proximal strain relief. The liner was partially expanded 0.5'' from distal strain relief; remaining portion of the liner was unexpanded with tip unopened. The distal tip was damaged. For the complaints resistance between component and sheath punctured, the complaints were confirmed based on the provided imagery and returned device. Available information suggests procedural factors (insertion angle) likely contributed to the resistance as it was reported ''the angle was probably too steep''. A steep insertion angle can result in non-coaxial alignment between the delivery system and sheath. Non-coaxial advancement of the delivery system through the sheath may lead to resistance. Available information suggests procedural factors (insertion angle, high push force) likely contributed to the sheath shaft puncture as it was reported'' the force of the valve was forced down instead of through the sheath''. During delivery system advancement at a steep angle, it is possible that the devices may not be coaxially aligned. This can led to the crimped valve to catch onto the sheath shaft and with high push, lead to the valve tine to puncture the shaft. For the complaint of sheath punctured, a review of edwards lifesciences risk management documentation was performed for the edwards esheath introducer set and esheath+ introducer set, sheath insertion/advancement difficulty is an identified hazardous situation associated with the transcatheter valve replacement procedure. To promote successful introduction of the esheath/esheath+ and introducer, design requirements and drawings include smooth transition between the sheath tip and introducer shaft (with a nominal defined gap), sheath tip and shaft materials selection and sheath/introducer dimensions, 0.035'' guidewire compatibility, adequate sheath-introducer locking feature (esheath+ only), and no premature opening of the distal tip or seam of the esheath/esheath+ during introducer insertion. Esheath and esheath+ were verified and validated including for lubricity and durability of the hydrophilic coating. Mitigations include visual and dimensional inspections of the sheath, introducer, and hydrophilic coating, sheath kink testing, guidewire compatibility, and bond strengths. Edwards also provides guidance and instructions on visualizing and assessing vasculature, device prep, and proper insertion techniques in the instructions for use (IFU) and training/refresher training materials, including adequate hydration of components, use of 0.035'' guidewire, and appropriate orientation of the esheath/esheath+ seam in the vasculature. Training materials also note that insertion push force can vary due to the angle of access and insertion, vessel diameter, tortuosity, and degree of calcification. Review of prior closed similar complaints that were able to be confirmed indicates that patient and/or procedural factors can contribute to sheath insertion/advancement difficulty. Furthermore, the review did not identify an edwards related defect that may have contributed to the complaints. Patient and procedural factors such as calcified, tortuous, or undersized patient vasculature and/or a steep insertion angle can create a challenging pathway for sheath introduction. Sharp, calcified nodules within the patient access vessel can act as physical obstacles, while undersized vessel diameters can constrain the sheath increasing friction and leading to higher push force. In addition, vessel tortuosity and a steep device insertion angle can induce stress to the sheath shaft causing it to kink or bend and require a higher push force to navigate. Inadequate or constrained patient access site can also cause difficulty and lead to the strain relief to catch onto the anatomy as it is advanced. As a result, the operator may apply excessive manipulation or increased push force to overcome the difficulty, which may led to sheath tip or shaft damage, including premature opening of the tip or lifting of the liner. Furthermore, more than one of these factors can compound and further lead to difficulty during sheath introduction into patient anatomy and/or lead to consequential damage of the sheath. Refer to attachment in the engineering summary for complaint history review. In this case, the complaint was confirmed through returned device evaluation (distal tip damaged). Investigation results suggests that patient factors (constrained vessel) may have caused or contributed to the difficulty to introduce the sheath as it was reported that ''the 14fr esheath had difficulty advancing. The sheath was removed and the 16fr dilator from the esheath+ kit was used''. It is possible that the vessel was not appropriately accessed. After dilation, the dilated vessel allowed for access of the 14f esheath during the second attempt. The undilated vessel likely constrained the sheath resulting in increased friction. As there was minimal calcification, the observed distal tip damage on the returned device could have occurred during the second attempt at sheath insertion through interaction with the closure devices or guidewire; however, this is unknown. No edwards defect or manufacturing non-conformance that would have contributed to the reported event was identified. No IFU/training deficiencies were identified. Therefore, no further escalation (corrective and preventive action/supplier corrective action request/product risk analysis (assessment)/field corrective action) is required. All complaints are reviewed against control limits which are managed through edwards internal requirements. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no:(B)(4).

Event description:
Edwards received notification from a field clinical specialist that a patient underwent right side transfemoral tavr with a 26mm sapien 3 ultra resilia valve. As reported, the esheath+ was prepped per IFU. After right groin access was obtained via the normal process, the 14fr esheath had difficulty advancing. The angle of insertion was possibly steep. The sheath was removed and the 16fr dilator from the esheath+ kit was used. The 14fr sheath then advanced normally and was stitched into the groin. The 26mm delivery system and 26mm valve were prepped per IFU. A lot of resistance was met when the valve and delivery system were attempted to push through the sheath. Upon inspection under fluoro it was noted that a tine from the valve was bent in the sheath and sticking out of the side of the esheath. The valve had not fully left the hemostatic valves of the sheath. The delivery system was removed from the sheath. The valve remained in the sheath and the sheath was then removed. A new 26mm valve, sheath, and delivery system were prepped and the second set advanced and safely deployed. The patient had good pulses in the leg after the procedure. The site was perclosed and not further issues noted when the patient left the lab. The patient was noted to be stable and there was no harm to the patient. The perceived root cause of the event was that the esheath was totally hubbed against the patient's skin and none of the grey partially expandable part of the sheath was showing. The angle was probably too steep and the force of the valve was forced down instead of through the sheath.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon completion. This is one of two manufacturer reports being submitted for this case.